Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab leak noted by the customer. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and two leaks were detected on the membrane approximately 23.1cm and 23.9cm from the rear seal measuring 0.23cm and 0.18cm in length. Two kinks were found on the catheter tubing approximately 51.8cm and 54.4cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 52.8cm from the iab tip. The reported leak was found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab leak noted by the customer. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab leak noted by the customer. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: occupation sections were updated to reflect health professional (yes) and other health professional.